Event description:
The family member called and stated that the driver arms are sliding freely along the leadscrew when it is in the locked position. It was indicated that the customer has had hbgs. It was indicated that a replacement will be sent and was instructed to revert to manual injections per md protocol.